Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had turned off and on during the night, while the pump was in use about 3 to 4 weeks ago, and that there was a crack in the battery compartment. The reporter stated that the patient was able to reboot the pump by securing the cap and that the patient had never changed the battery cap on this pump. The patient reportedly used a coin to tighten the cap but it would not tighten all the way. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.